Manufacturer narrative:
Correction: a concomitant product was inadvertently left off the initial report. Enveor-us / lot number 0007756475 is the concomitant device.

Manufacturer narrative:
Product analysis: the product will not be returned for analysis, as it was discarded by the customer. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should additional information become available, a supplemental report will be submitted. (B)(4)

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, via direct aortic access, it was noted that after the delivery catheter system (dcs) was withdrawn from the patient, the fully deployed valve had dislodged. It was reported that the nose cone of the dcs likely dislodged the valve when the dcs was being removed from the ventricle. Subsequently, the valve was explanted and replaced with a non-medtronic surgical valve. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.